Manufacturer narrative:
The device was not repaired.

Event description:
It was reported that the device has current leakage that is out of specification causing the line isolation monitor to alarm. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. The device was not repaired.